Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a cold compress. The customer reports, "when activating can ice pack, the ice pack exploded causing injury to their right eye."